Manufacturer narrative:
The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No rf pic failed alarm was noted during testing. The pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and a cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that the insulin pump alarmed failed selftest twice. Blood glucose value was 180 mg/dl. Troubleshooting was done and the customer was advised the insulin pump should be replaced. The insulin pump was not replaced or returned for analysis.